Event description:
It was reported that a c3-c5 (B)(6) was completed on (B)(6) 2010. Patient returned to ER on (B)(6) 2010 complaining of heavy foot and difficulty breathing. Based on MRI surgeon decided to reoperate. Plate, screws and grafts were extracted and corpectomy performed on c4-c5 with another company plate.

Manufacturer narrative:
Additional parts involved in event.part no. Lot/serial no. Description14-521612 unknown 4.0mmx12mm screws14-521614 unknown 4.0mmx14mm screws45-5538 (B)(4) osteostim cervical allograft, 8mm45-5539 (B)(4) osteostim cervical allograft, 9mm